Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery and that the act button was not always responsive. The blood glucose reading was 450 mg/dl. The customer was treated with a manual shot. Insulin exited with a manual prime and the cannula was not bent. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.